Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 63 variable 3 in pump downloaded history on (B)(6) 2021 at time 17:14:49.000 due to ambient light failure. Verified pump alarmed pump error 25 in download history on (B)(6) 2021 at time 17:00:00.000. Verified pump alarmed pump error 4 in download history on (B)(6) 2021 at time 16:04:13.000 due to software error. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, or motor. The power management graph confirmed pump error 25 and power loss alarm triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked reservoir tube lip, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, cracked retainer, partially detached retainer, and corroded battery tube. Pump passed all testing, however, pump error 63 variable 3, pump error 25 and pump error 4 found in pump downloaded history. Pump error 63 variable 3 due to broken trace. Pump error 25 due to j6 connector resistance issue. Pump error 4 due to software anomaly. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial MDR report was submitted with incorrect aware date in g4 section. The correct aware date is december 21, 2022.